Event description:
It was reported that a hair was observed in the header of a polyflux 140h prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black hair like particle between the dialyzer header cap and the sealing ring. Inspection of the actual sample confirmed the presence of the hair inside the header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported failure was determined to be related to manufacturing, as the device was not sorted out and scrapped during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.